Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was discharged.